Event description:
Pt admitted to hosp 4/25/97 for grand mal seizure, rule out brain mets. On morphine drip at home. Pt has adenocarcinoma metastatic to the bone with unknown primary initially diagnosed in 1991 with rapid progression of the disease. On 4/30/97 catheter noted to be plugged. Urokinease used. (Catheter had been cut a couple of times for leaks, unsure when that was). Catheter found to be fractured at entrance into the skin level and cannot be shortened and used effectively without replacing it, pt to surgery 4/30/97 and fractured cath. Removed and replaced.